Event description:
It was reported that the right ventricular lead had increased/high pace sense impedance, increased threshold, and deteriorated sensing. The pace sense portion was capped and abandoned, but the high voltage therapy portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance weekly pace lead impedance trend data shows varying and high impedance for min and max ventricular pace bi impedance= 646 to 4047 ohms range between (B)(6) 2011.